Event description:
It was reported that the pt had suffered an acute mi and was in cardiogenic shock. Prior to insertion of the iab, the balloon unwrapped when the iab was removed from the tray. The physician manually tried to wrap the balloon and passed the iab through the sheath. However, as it went up the iliac, resistance was encountered. The iab was withdrawn and a second iab was inserted without any complications.